Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A functional evaluation was performed and it was found that images flicker red and blue when angulated; indicative of a charge-coupled device (ccd) internal wiring failure. Since the image issue is confirmed due to internal wiring failure, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complaint, during the procedure, the images turned blue and red when angulating the scope. The anatomy of the patient was not visible when the images turned red and blue. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.